Event description:
The dental implant fx4308mlc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month and 10 days after implantation. The patient has no significant medical history. The doctor noted local infection during the surgery. The patient has recovered without complications.